Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent signal loss with connected device(s). No patient harm was reported. Nihon kohden's technician went on site and checked the cat 5 cable(s) leading to the org's which was loosely connected, once they were connected securely in the back of the org's, the issue is resolved.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent signal loss with connected device(s). No patient harm was reported. Nihon kohden's technician went on site and checked the cat 5 cable(s) leading to the org's which was loosely connected, once they were connected securely in the back of the org's the issue is resolved.